Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdvs0127 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported y vave leak. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking hub was confirmed and appears to be supplier related. One 20 ga x 1 in safestep infusion set was returned for evaluation. Evidence of use was present within the hub. The safety mechanism was returned fully activated. The sample was flushed from the proximal luer using a 12 ml syringe and a stream of fluid was observed to flow out of the y-site blue valve region. A region of the valve appeared to form an opening in which fluid flowed through. The blue valve was removed from the hub. A molding flaw appeared to be present at the lower region of the blue valve which creates the seal with the connector housing. Since a molding flaw appears to be the cause of the fluid leak at the y site, the complaint is confirmed to be supplier related. The supplier will be notified of this event. A lot history review (lhr) of asdvs0127 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported y vave leak. No other information was provided.